Event description:
Add'l info rec'd from MFR 10/24/03: the catalog number listed in the medical device report is 960121. This is a 28mm pfc sigma patella component. The manufacturing lot number listed in the medical device report is 161315. Depuy submitted an initial MDR for this event on august 28, 2003. The MDR number assigned to this report is 1818910-2003-00576.

Event description:
Pt admitted to hosp for removal of patella component status post right total knee arthroplasty (1999) secondary to fragmentation of the patella and failure of the implant.